Manufacturer narrative:
Conclusion: this device is available for eval and a follow-up MDR will be submitted upon the completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The physician inserted a penumbra system separator 032 into the reperfusion catheter 032 and indicated that the separator became stuck. The physician removed the separator, used a new one and the procedure went fine. He treated the pt successfully and the pt did not experience any events related to the use of the device or the procedure. This MDR is associated with MDR 3005168196-2010-00582.